Event description:
The service report shows that the device failed to cycle and the audible alarm did not activate. The co service tech inspected the device and replaced the power relay. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.